Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023 during follow-up for file (B)(6), fresenius became aware this 62-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was vomiting and experiencing drain complications prior to initiating rrt on (B)(6) 2023. The patient¿s caregiver reported the patient was hospitalized for a pd catheter (not a fresenius product) procedure and suspected peritonitis. During follow-up, the patient¿s home program manager (hpm) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of vomiting, drain complications and cloudy peritoneal effluent fluid. The hpm attempted to flush the patient¿s pd catheter (not a fresenius product) with 500 ml of dialysate, however the fluid could not be withdrawn. As a result, the patient was sent to the emergency room (ER) for evaluation. Upon arrival, a peritoneal effluent fluid culture and cell count (wbc = 4200 u/l) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis, and radiological testing revealed the patient¿s pd catheter had migrated out of position (specifics not provided). The patient was sent to interventional radiology, and the pd catheter was successfully repositioned. The patient was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, duration not provided), however the patient¿s peritoneal effluent culture result returned positive on (B)(6) 2023 for methicillin resistant staphylococcus aureus (mrsa), and the patient¿s ceftazidime was discontinued. The patient was discharged on (B)(6) 2023 in stable condition and is recovering from the events. The hpm attributed causality to an unspecified touch contamination event, as the patient is frequently initiating, pausing (restroom), and discontinuing treatment without performing proper hand hygiene. Per the hpm, the events were unrelated to any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.

Manufacturer narrative:
Correction d4. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis (characterized by vomiting and cloudy peritoneal effluent fluid) and drain complications, which warranted hospitalization, the surgical repositioning of the pd catheter (not a fresenius product) and antibiotic therapy. The hpm attributed causality to an unspecified touch contamination event, as the patient frequently fails to perform hand hygiene prior to initiating, pausing (restroom) and discontinuing treatment. Per the hpm, the serious adverse events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Staphylococcus aureus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations or manufacturers¿ specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
On (B)(6) 2023 during follow-up for file (B)(4) , fresenius became aware this 62-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was vomiting and experiencing drain complications prior to initiating rrt on (B)(6) /2023. The patient¿s caregiver reported the patient was hospitalized for a pd catheter (not a fresenius product) procedure and suspected peritonitis. During follow-up, the patient¿s home program manager (hpm) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of vomiting, drain complications and cloudy peritoneal effluent fluid. The hpm attempted to flush the patient¿s pd catheter (not a fresenius product) with 500 ml of dialysate, however the fluid could not be withdrawn. As a result, the patient was sent to the emergency room (ER) for evaluation. Upon arrival, a peritoneal effluent fluid culture and cell count (wbc = 4200 u/l) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis, and radiological testing revealed the patient¿s pd catheter had migrated out of position (specifics not provided). The patient was sent to interventional radiology, and the pd catheter was successfully repositioned. The patient was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, duration not provided), however the patient¿s peritoneal effluent culture result returned positive (B)(6) 2023 for methicillin resistant staphylococcus aureus (mrsa), and the patient¿s ceftazidime was discontinued. The patient was discharged on (B)(6) 2023 in stable condition and is recovering from the events. The hpm attributed causality to an unspecified touch contamination event, as the patient is frequently initiating, pausing (restroom), and discontinuing treatment without performing proper hand hygiene. Per the hpm, the events were unrelated to any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.

Event description:
On (B)(6) 2023 during follow-up for file c-1115104, fresenius became aware this 62-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was vomiting and experiencing drain complications prior to initiating rrt on (B)(6)2023. The patient¿s caregiver reported the patient was hospitalized for a pd catheter (not a fresenius product) procedure and suspected peritonitis. During follow-up, the patient¿s home program manager (hpm) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of vomiting, drain complications and cloudy peritoneal effluent fluid. The hpm attempted to flush the patient¿s pd catheter (not a fresenius product) with 500 ml of dialysate, however the fluid could not be withdrawn. As a result, the patient was sent to the emergency room (ER) for evaluation. Upon arrival, a peritoneal effluent fluid culture and cell count (wbc = 4200 u/l) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis, and radiological testing revealed the patient¿s pd catheter had migrated out of position (specifics not provided). The patient was sent to interventional radiology, and the pd catheter was successfully repositioned. The patient was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, duration not provided), however the patient¿s peritoneal effluent culture result returned positive on (B)(6) 2023 for methicillin resistant staphylococcus aureus (mrsa), and the patient¿s ceftazidime was discontinued. The patient was discharged on (B)(6) 2023 in stable condition and is recovering from the events. The hpm attributed causality to an unspecified touch contamination event, as the patient is frequently initiating, pausing (restroom), and discontinuing treatment without performing proper hand hygiene. Per the hpm, the events were unrelated to any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis (characterized by vomiting and cloudy peritoneal effluent fluid) and drain complications, which warranted hospitalization, the surgical repositioning of the pd catheter (not a fresenius product) and antibiotic therapy. The hpm attributed causality to an unspecified touch contamination event, as the patient frequently fails to perform hand hygiene prior to initiating, pausing (restroom) and discontinuing treatment. Per the hpm, the serious adverse events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Staphylococcus aureus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations or manufacturers¿ specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.